Event description:
Note: the date of event: unk. In 2008, it was reported to boston scientific corporation that an achalasia pneumatic hand pump and monitor was tested prior to a pt's procedure. According to the complainant, pretesting performed by the hosp's technical dept. "The pressure is 2 (twice) as high as the gauge says. For example, when the units says the ps is 10, in reality the ps is 20." The customer elected to not use this device.

Manufacturer narrative:
The suspect device has been received but an eval is not completed. Therefore, a failure analysis is not available, and it is not possible to determine the relationship between this device and the cause of this event.